Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/17/2015, device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: a review of the pump¿s black box showed a 064 call service alarm on (B)(6) 20515. During testing, the pump was exercised for 24 hours with no call service alarms. The pump cover was opened and evidence of moisture damage was found on the motor flex connector and printed circuit board. Unrelated to the complaint, the pump¿s display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.